Event description:
During routine preventative maintenance testing by stryker, the device was found to be unresponsive to button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's main keypad to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.